Event description:
A visiting nurse called on behalf of a pt. The nurse received a blood glucose reading of 98 mg/dl on her meter and a reading of 55 mg/dl on the customer's meter. The nurse retested and received additional readings of 52 and 55 mg/dl. The nurse did not allege any adverse event occured. The meter and strips are to be sent in for evaluation, and replacement strips are to be sent.